Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005 the patient underwent the following surgeries: posterior spinal fusion, l5-s1, posterior non-segmental instrumentation, l5-s1, transforaminal lumbar interbody, l5-s1, insertion of interbody cage, l5-s1, right iliac bone crest to treat the following pre-op diagnosis: post-discectomy degenerative disc disease, l5-s1, failed back syndrome. Op-notes: "..an rhbmp-2 sponge, which had been prepared by reconstituting dnp and soaking into the sponge for greater than 15 mins, was then out transversely into thirds. One third of the sponge was packed into the intradiscal space at l5-s1 using a bone tap. Another third of the sponge was packed into a 30 mm width, 8 mm height cage and this was impacted into the disc space rotating the cage and pushing it across the midline to the contralateral side. Patient brought to the recovery room in stable condition.."

Event description:
It was reported that the patient underwent a posterior tlif l5-s1 fusion in which rhbmp-2/acs and a cage were used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.